Event description:
Patient was brought into the or for a possible poly exchange of the right knee. Patient has a pca modular knee that was implanted about 20 years ago and appeared to be well fixed. Incision was made and it was discovered to have a pca modular femoral and tibia component (m2) with a medium 9mm poly insert in place. Because of laxity doctor started with an 11mm poly trial and was satisfied with the stability. The medium 11 left implant was opened and implanted in the standard fasion and appeared to be well seated.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown pca modular tibia insert. Medium 9mm. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.

Manufacturer narrative:
An event regarding revision due to wear 20 years following primary implantation involving a pca mtk rev tib ins rt md 9mm was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as x-rays, operative notes, and patient history are needed.

Event description:
Patient was brought into the operating room for a possible poly exchange of the right knee. Patient has a pca modular knee that was implanted about 20 years ago and appeared to be well fixed. Incision was made and it was discovered to have a pca modular femoral and tibia component (m2) with a medium 9mm poly insert in place. Because of laxity doctor started with an 11mm poly trial and was satisfied with the stability. The medium 11 left implant was opened and implanted in the standard fashion and appeared to be well seated.